Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited loss of capture via hospital telemetry while the patient was in the emergency room. Additionally, an attempt to interrogate the device was unsuccessful at that time; however, it was noted the patient was atrial pacing at a rate of 80 beats per minute (bpm). Additional information was received which noted that the device was able to be interrogated; but, the results of the interrogation were unable to be obtained. No adverse patient effects were reported. The device remains in service.